Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03841. (MDR# (B)(4)). The sapien 3 ultra valve (26mm) was returned for evaluation. The returned device was visually inspected for any abnormalities and the following was observed: one (1) strut bent outwardly at the inflow side. All struts exposed through skirt, normal after crimping and use. Post expanded: frame distorted/canted. Bent strut corrected. All struts remained expose through skirt, normal after crimping and use. Leaflets wrinkled, dehydrated, and torn, likely due to storage condition (prolong crimping) during the return handling process. Bent strut at the inflow/exposed struts through skirt, bent strut corrected/ frame distorted/canted. All struts exposed through skirt/ leaflets wrinkled, dehydrated, and torn (inflow/ outflow). No functional and dimensional inspection testing was able to be performed due to device return condition (frame distorted/canted). The device history record was reviewed for work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of the work orders was performed and revealed complaints relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During incoming inspection of the components, the valve frames are: 100% dimensionally and visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Imagery was provided by the site and revealed the following: patient's access vessel had presence of mild tortuosity and some calcification. Patient's access vessel (calcification/ tortuosity). Snake view (calcification/ tortuosity). The instructions for use (IFU) for the commander delivery system with sapien 3 ultra valve (s3u), device preparation and procedural training manuals were reviewed. Per IFU precautions for the commander delivery system: do not use the valve if the tamper evident seal is broken, the storage solution does not completely cover the valve, the temperature indicator has been activated, the valve is damaged, or the expiration date has elapsed. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. Visually inspect all components for damage. Ensure the edwards commander delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. There were no IFU/training deficiencies identified. Although the complaint for "general risks - failure - frame damage" was confirmed, a complaint history review is not required. The issue has been previously identified in a product risk assessment, which captures root cause analysis for the issue. A risk assessment was performed on the reported event. There was no evidence of product non-conformances or labeling/IFU inadequacies that were identified in the evaluation. The risk of difficulty or unable to introduce delivery system and advance through sheath and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty to introduce and advance delivery system through the sheath was previously initiated to investigate the cause and assess the risks associated with "frame - damaged - during use" or "general risks - failure - frame damage". The risks outlined in the product risk assessment (pra) remain the same; the pra documents the potential for procedural delay, which did occur during this event. The pra remains applicable and no further action is required. The complaint for "general risks - failure - frame damage" was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "during a transcatheter aortic valve replacement procedure for a 26mm sapien 3 ultra valve, there was an increased amount of resistance experienced pushing the first valve through the esheath. Upon exit from the esheath, a bent strut on the leading edge of the s3 valve was noticed". Per 3mensio, the patient's access vessel had presence of some calcification and mild tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement, and lead to resistance. It is possible resistance was encounter during delivery system advancement. So, if addition force was applied to overcome the resistance, the valve struts caught within sheath and resulted in the bent strut. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Corrective and preventative action has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-xxxxx. (MDR# (B)(4)). Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcatheter aortic valve replacement procedure for a 26mm sapien 3 ultra valve, there was an increased amount of resistance experienced pushing the first valve through the esheath. Upon exit from the esheath, a bent strut on the leading edge of the s3 valve was noticed. The valve was successfully retracted into the esheath and removed as a unit. There did not appear to be an acute angle or tortuosity that would have caused the issue. The procedure was successfully completed with a second valve. There was no patient injury associated with the removal of the valve. The esheath and delivery system will be returned for evaluation. Engineering pre-decontamination evaluation findings reported a liner strand and sheath liner torn. Also, there was a report of valve frame damage. The integrity loss to the sheath that may result in less protection of the access vessels from the valve frame damage causing a higher risk of a vascular injury to the patient. There was no injury to the patient.